Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the safety shields were not working properly. Hosp noted that the shield would not retract.